Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
The patient was in the ER (emergency room) on the date of this report with overdose symptoms; the patient was too loose and nonresponsive. After contacting the pump managing physician, it was determined that two days prior to this report, he had tried to do a concentration change, but forgot to program a bridge bolus. He did not account for the drug in the pump tubing or catheter and the patient was receiving 4000 mcg/ml baclofen rather than the intended 2000 mcg/ml. The patient was transferred to another hospital where they were more familiar with dealing with baclofen overdose. The device system was delivering compounded baclofen. It was later reported that the patient was released from the hospital on (B)(6) 2014 and was receiving successful therapy.